Event description:
Caller reported that insulin gauge displayed an amount different from expected, with the pump showing 0 units instead of the caller's expected 260 units. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through the process of filling and loading a new cartridge. An educational session on completing the cartridge air removal step was conducted, which the caller acknowledged. The issue was resolved with the displayed fill estimate aligning within acceptable range, and the original cartridge was set for return.